Event description:
Nasopharyngeal airway inserted into rt nare 1/16/97 to aid in suctioning. Within 24 hrs airway unable to be located. Search of area and pt's airway revealed nothing. O2 saturation good. At approx 1200 01/17 pt experienced respiratory difficulty. Endotracheal tube inserted. Cxr done for positioning. Radiologist told nurse to back up et tube 4 cm. When tube backed up f/u cxr revealed nasopharyngeal airway in rt mainstem bronchus. Pt not able to tolerate bronchoscopy so taken to or, general anesthesia, and airway removed. Remained in ICU, ventilated for 4 more days. Weaned from vent and sent to floor 1/22. To skilled nursing 1/24. At this time recovering from admission diagnosis of pneumonia.